Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/23/2015 with the following findings: on investigation, the alleged history/settings issue was not duplicated. Review of the basal history indicated that the basal program was ran twice the day before the complaint and it was verified that the basal total daily delivery was doubled on the day of the complaint. Review of the bolus and basal history showed that there was a manual time reset in the late afternoon the day before the complaint date. Black box data was not available for the date of the complaint which confirmed that time/date reset did occur. The pump powered up and functioned properly. A rewind/load/prime sequence was completed without incidences. A 24-hour basal program was executed twice and the deliveries during the two 24-hour exercises were recorded correctly. Normal and audio bolus were delivered and recorded corrected. Unrelated to the complaint, the battery compartment was found to have cracked from the top to the case seal along the side.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. Reportedly, the total daily delivery history showed almost 2x the amount programmed for the basal delivery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.